Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: d4 - serial #.

Event description:
It was reported that the tip of the inner sheath was damaged. The issue was found during device inspection prior to an unspecified procedure. No harm reported.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: physical stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.